Manufacturer narrative:
Device evaluations of batteries sn (B)(4) and sn (B)(4) have been completed. The reported problem (will not power on monitor) was due to the battery packs tri-cells being mis-matched. The root cause of the mis-matched cells was unable to be positively identified. There was no adverse event that resulted from the damaged batteries.

Event description:
A us distributor reported that a batteries were unable to power on a monitor.